Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient having l3-5 sacroiliac and thoracolumbar (lower/mid spine) spinal therapy for an indication of degenerative disc disease. It was reported that the screwdriver tip sheared off inside the screw head during the removal of an old construct during the initial part of the operation. The broken part was removed and discarded, allowing the screw to be extracted. There were no fragments of the implant or instrument remaining in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, h3, h6 h3. Device evaluation summary: product analysis #(B)(4). Lot# k24l1417 visual and optical examination identified it appears that part of the tip of the instrument has been broken off. The metal deformation gives indication that the failure was the result of overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.